Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H10: lot number of device is unknown - full UDI is not available.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient while using smoke evac pencil. It was further reported that the burn required medical intervention to suture the burn, as it was 1.5cm skin laceration. It was also reported that the event will result in a scar to the patient. It was further reported that the procedure was completed successfully, without delay.

Manufacturer narrative:
Correction: h6: device code updated based on the analysis results and additional information provided. Additional information: h6: the quality investigation is complete.

Event description:
It was reported that during use in a procedure at the user facility, a burn to the patient while using smoke evac pencil. It was further reported that the burn required medical intervention to suture the burn, as it was 1.5cm skin laceration. It was also reported that the event will result in a scar to the patient. It was further reported that the procedure was completed successfully, without delay.